Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "adjust belt" messages) has been confirmed. Upon investigation, the cables connecting ECG a and ECG b and ECG c and ECG d were pulled from strain relief. There was an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) had a damaged cable and was causing excessive "adjust belt" messages.